Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 459 mg/dl. Customer did not report symptoms related to high blood glucose. The customer was treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering. The customer was not using auto mode feature. The customer also stated that insulin pump had insulin flow blocked alarm. The high pressure test was passed. Troubleshooting was proceed by the customer for high blood glucose level and for insulin pump under delivering. The insulin pump will not be returned for analysis.